Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a high level of ketones (11), but no further symptoms were reported. The patient was brought to the hospital by their mother, and when a fingerstick was taken the cgm reading was 250 mg/dl, and the blood glucose reading was 470 mg/dl. The patient was treated with intravenous insulin and fluids. The patient was discharged after 3 days. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.